Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Per customer reply to follow up on ccr 38247 (event date (B)(6) 2017), autopulse platform ((B)(4)) did not resume compressions after platform was paused during the events on several patients that occurred around four month ago. Per customer, manual CPR was performed after platform failures. No patient harm or consequences were reported. No other information provided. For ccr 38247 report see MFR 3010617000-2017-01190.

Manufacturer narrative:
The customer complaint of stopped compressions for autopulse platform (sn: (B)(4)) four months prior to the customers reported complaint on ccr 38247 (event date (B)(6) 2017) was not confirmed during archive data review of the returned platform. Base on the archive, there was no user advisory 17 (max motor on time exceeded) error message captured in the archive during the month of (B)(6), (B)(6), (B)(6), and (B)(6) of 2017. Since the issue could not be verified and no device deficiencies were found during platform evaluation on ccr 38247 (MFR 3010617000-2017-01190) that could have caused or contribute to the reported issue, the root cause of the customer complaint could not be conclusively determined. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr 14932, reported on 23/dec/2013. No problem was found, the platform function as intended. It was due to the user error because the platform was used with a patient beyond the recommended size parameters.